Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured may 5, 2021 to may 6, 2021. The actual device was discarded; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph was performed which showed fluid inside the bladder suggesting an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a small volume intermate. The reporter stated that the 60 minute device did not appear to be emptying fully within the 1 to 1.5 hours. The infusion was administered via a peripherally inserted central catheter (PICC) line. The device was filled with ceftriaxone 4000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.